Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "prosthetic joint infections: diagnosis, management, and complications of the two-stage replacement arthroplasty¿ written by jack porrino, annie wang, austin moats, hyojeong mulcahy, and kimia kani published in skeletal radiol on february 10, 2020 reviewed. The purpose of the article was to describe the classification of prosthetic joint infections, the clinical and imaging diagnosis, and treatment strategies. Figure 1 (53-year-old male) was implanted an agility total ankle. Patient developed a late-onset prosthetic joint infection 7 years post implantation. Radiographs demonstrate periprosthetic lucency and osteolysis adjacent to the tibial component and subsidence of the talar component retained screw from a remote triple arthrodesis. There was no indication of treatment provided for this patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.